Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog; 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 370 mg/dl. Correction boluses were delivered; bg did not lower. Customer was admitted to the hospital for diabetic ketoacidosis (dka) and was treated with intravenous fluids/potassium. Elevated bg/dka were resolved. Customer was discharged the next day. Customer reported cause of event was due to using the supplies for 4 days. Tandem technical support informed customer humalog was labeled for 48 hours.